Event description:
Info received states pt was not able to adjust stimulation due to a "call your dr" icon. Pt used his charger to check the ins and the device was also showing a power on reset. Battery level was 1/2 full and pt was able to recharge. Por was cleared. Pt was scheduled to see his hcp and a medtronic rep the next day. Add'l info has been requested and if received a f/u report will be sent.

Manufacturer narrative:
(B)(4).